Manufacturer narrative:
Based on the investigation, the system blinded the sensor glucose readings at the time of reported hypo event as it was in initialization phase and the 2nd calibration was not completed. This is the intended behavior of the system. H6 results code was updated to 213 h6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 07th 2020, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.